Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said about if we make wick without plastic due to known allergy to plastic causes irritation to skin. Advise that made out of silicon and do not any other style wo that at this time adv to follow doctor direction and advise no barrier creams cause wick to not be able to absorb the urine. It's unclear if lot number was requested. Unit doesn't have suction; checked float valve and did suction test and passed gets purewick thru kaiser. Unclear if medical intervention was provided. No additional information provided. Per additional information received via phone on 01dec2025, it was reported, all good now and using pw again.

Event description:
It was reported that the pt said about if we make wick without plastic due to known allergy to plastic causes irritation to skin. Advise that made out of silicon and do not any other style wo that at this time adv to follow doctor direction and advise no barrier creams cause wick to not be able to absorb the urine. It's unclear if lot number was requested. Unit doesn't have suction; checked float valve and did suction test and passed gets purewick thru kaiser. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.